Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Healthcare professional later reported hole non specific and hole in valve. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contralateral deflation. Device evaluation: visual analysis of the returned device identified: delamination. Leak test was performed and found delamination of the diaphragm valve. A microscopic analysis was performed which identify, delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.